Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site. The technician was able to verify the reported event and found the IV will not hold upright position. The technician replaced the IV pole, verified operation and successfully completed an auto test. The device serial number history report indicates one more related issues have been reported for this device. Correction: the service technician tightened both allen screws and verified proper operation of the device. Investigation is still in process and a follow up report will be provided.

Event description:
The customer reported that the IV pole on the spectra optia equipment unexpectedly lowers down. No adverse event occurred, and no medical intervention was required. The IV pole clamp was not installed at the time of this event. No injury was reported for this incident and no patient was connected at the time the IV pole.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site. The technician was able to verify the reported event and found the IV will not hold upright position. The technician replaced the IV pole, verified operation and successfully completed an auto test. The device serial number history report indicates two more related issues have been reported for this device. One year of service history was reviewed for this device with two other issues related to the reported condition identified. Mdrs 1722028-2024-00014 and 1722028-2024-00037. Correction: the service technician tightened both allen screws and verified proper operation of the device. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be defective IV pole.

Event description:
The customer reported that the IV pole on the spectra optia equipment unexpectedly lowers down. No patient (donor) was connected at the time of the event, therefore, no patient information is known. The IV pole clamp was not installed at the time of this event. No injury was reported for this incident and no patient was connected at the time the IV pole.